Event description:
It was reported that 84 bd insulin syringes with bd ultra-fine¿ needles experienced the cannula were apparently not 8mm. The following information was provided by the initial reporter, translated from japanese to english after unpacking, the user noticed that the needle length was apparently not 8mm.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that 84 bd insulin syringes with bd ultra-fine¿ needles experienced the cannula were apparently not 8mm. The following information was provided by the initial reporter, translated from japanese to english after unpacking, the user noticed that the needle length was apparently not 8mm.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-oct-2022 h6: investigation summary: customer returned (1) open shelf carton for 30gx8mm bd insulin syringes from lot# 1312996. The customer reported that after unpacking, the needle length was not 8mm. The returned shelf carton was examined, and it was observed that 12 unopened polybags containing 84 syringes from lot# 1312996 were inside. 30 out of the 84 syringes were tested for cannula length using a cannula length gauge. It was observed that all 30 tested syringes fell within the accepted range on the cannula length gauge. No evidence of manufacturing defect was observed. The alleged issue could not be confirmed based on the samples provided for investigation. A review of the device history record was completed for batch # 1312996 all inspections were performed per the applicable operations qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 84 bd insulin syringes with bd ultra-fine¿ needles experienced the cannula were apparently not 8mm. The following information was provided by the initial reporter, translated from japanese to english after unpacking, the user noticed that the needle length was apparently not 8mm.